Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote monitor had a plastic smell and the monitor basically blew up with a burning smell. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the monitor was performed and found the a component burn causes the unit to be unable to power up. It was also noted that the functional power test failed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.